Event description:
It was reported that the customer received a motor error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer's insulin pump's drive support cap was sticking out. The insulin pump also became stuck in the priming loop, could not complete the rewind sequence, and continued to receive motor error alarms. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.